Event description:
It was reported that the device was displaying with invalid syringe size. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Visible contamination between the cases and by the tube holder. Invalid syringe size was found in pump event history log. Reported problem was able to be duplicated during syringe test. Invalid syringe size was found during syringe test and unable to calibrate syringe size. The root cause of the reported issue was found to be size pot. Tab on size pot was not engaged on sliding size pot causing invalid syringe size. Actions were taken to mitigate the reported issue: re-assemble and reset tab on size spot.